Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl because insulin pump did not deliver enough insulin and giving no deliveries even after changing multiple sets. Customer states that she was in the emergency room on (B)(6) due to diabetic ketoacidosis as she is pregnant. Customer also states that the pump has been on and off high blood glucose and they took off the pump. Customer declined to troubleshoot for no delivery and battery out limit. Insulin pump will be return for analysis.